Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate. On the next day the user tried to passively deflate the balloon, but it would not deflate. Then the user tried to pump the syringe but no water came out. Next the user cut the inflation lumen, but only 1 cc of water drained from the catheter balloon. The user decided to leave the catheter in place another day, and when they returned the catheter had deflated on its own and fallen from the patients body.

Event description:
It was reported that the catheter balloon was difficult to deflate. On the next day the user tried to passively deflate the balloon, but it would not deflate. Then the user tried to pump the syringe but no water came out. Next the user cut the inflation lumen, but only 1 cc of water drained from the catheter balloon. The user decided to leave the catheter in place another day, and when they returned the catheter had deflated on its own and fallen from the patients body.

Manufacturer narrative:
The reported event was found to be inconclusive. Received only catheter cut into 2 pieces. The sample was evaluated and no pinch or blockage was observed. Able to introduce water in the returned sample. No conditions found on the sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall. (6) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (7) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. (8) avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. (9) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damaged and urine leakage may occur.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.